Manufacturer narrative:
H2) device evaluation: d4 model number updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a "primary audible alarm" error. The cause of the customer reported problem was the primary speaker was faulty. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the primary speaker, pump was recalibrated, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported the device displayed a primary audible alarm, "motor running backwards". No other information was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.